Event description:
Per independent repair center statement, the unit had ow o2, was displaying a yellow light. The key failure was the poppet valve for the solenoid, that was defective. Additional malfunctions were the compressor being loud and the label for the control panel being torn.